Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain syndrome') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, dysmenorrhea, grand multiparity, cervicitis, menometrorrhagia, dysmenorrhea and dyspareunia. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and loss of libido ("lack of sex drive"). The patient was treated with surgery (laparoscopic-assisted total vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and loss of libido outcome was unknown. The reporter considered loss of libido and pelvic pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: medical record received event "medical device removal " was updated as chronic pain syndrome. Medical history, reporter information and patient demographics were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced loss of libido ("lack of sex drive"). The patient was treated with surgery (removcal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal and loss of libido outcome was unknown. The reporter considered loss of libido and medical device removal to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pif received. Event "medical device removal" added. Removal details added. Case becomes incident. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain syndrome') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, dysmenorrhea, grand multiparity, cervicitis, menometrorrhagia, dysmenorrhea and dyspareunia. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and loss of libido ("lack of sex drive"). The patient was treated with surgery (laparoscopic-assisted total vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and loss of libido outcome was unknown. The reporter considered loss of libido and pelvic pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Discrepancy noted: date(s) of insertion: (B)(6) 2010, (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.